Event description:
It was reported that during a coronary stenting treatment procedure, stent damage was noted. The index procedure treated the 99% stenosed, severely calcified 3.5x20mm target lesion located in the moderately tortuous left anterior descending (lad) artery. Pre-dilation consisted of three dilations with an unspecified 2.5x15mm balloon inflated to 14 atmosphere's (atm's) for 20 seconds each and the attempted placement of a 3.5x24mm veriflex liberte stent, but was unable to cross the target lesion. The lesion was then again pre-dilated with the same balloon at 16 atm's for 30 seconds. Again the 3.5x24mm veriflex liberte was advanced but could not cross the lesion. Upon removal, it was noted that the distal edge of the stent was damaged. The procedure was completed with a non bsc device. No patient complications occurred and the patient's condition was listed as "good."

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).